Event description:
A 10mm arterial cannula w/hemashield graft was anastomosed to patient. The graft was leaking along the body of the graft. Surgeon wrapped the entire graft in bovine pericardium and the leaking resolved. No adverse events were reported for this patient due to this incident.